Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the report of olympus india, omsc surmised there was the possibility this phenomenon was attributed to the prolonged use of the spare lamp of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the lamp error of the subject device which lit on the emergency lamp occurred during the incoming inspection for the repair at olympus (B)(4). It was found the emergency lamp failure which might have caused this malfunction. There was no report of patient injury associated with this event.